Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/ compromised force sensor due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Analysis was unable to complete functional test due to prime anomaly. Scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.